Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. Mentor received additional information regarding the date of explantation. Initially, the date was reported as (B)(6) 2020. However, additional information indicates that the date of explantation is (B)(6) 2020. The relevant field has been updated. On (B)(6) 2020, mentor received additional information regarding the revision surgery and replacement devices. The patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implant prostheses (catalog #: 3503001bc, right serial #: (B)(6), left serial #: (B)(6). On (B)(6) 2020, device evaluation was completetd. Device evaluation summary: during the visual evaluation, anomalies were observed on both views of the device consistent with shell abrasion. Two tears were observed within the shell abrasion, tear a measuring approximately 4.3 cm on the anterior view and tear b measuring approximately 8.8 cm on the posterior view. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided rupture. Ultrasound performed on (B)(6) 2020 indicated the rupture. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.